Event description:
It was reported that occlusion alarms occurred intermittently. Reportedly, the customer was using fiasp insulin with the pump. Customer's blood glucose (bg) level reading was "high", specific value was not provided. Customer administered a bolus via the pump and performed a supply change to address the issue. Tandem technical support educated the customer regarding off-label insulin. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.